Event description:
It was reported that at approximately three weeks post-op, the surgeon discovered the patient had a coracoid fracture. According to the reporter, after the surgeon consulted with another surgeon it was determined that the drill was placed too far distal on the coracoid. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that there was not a problem with the product. The doctor drilled too distal on the coracoid. Patient's demographics (age at time of event, date of birth, weight) were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the implant is in the patient and no product problems have been reported. A lot number was requested but not provided; therefore, the device history record review could not be performed. As reported, the most likely cause of this type of event is drilling too far distal in the coracoid bone.the potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.